Event description:
It was reported that the pt had a return of symptoms and that there was a volume discrepancy; expected reservoir volume was 2.8 ml while the actual reservoir volume was 18 ml. The concentration and daily dose of baclofen being delivered via the pump were not reported. It was later reported that the pt missed a refill in 2008, yet the pump had been running on a simple continuous mode. The pt's physician performed a dye study later, and it was determined that the catheter was not patent. A catheter revision was planned. The pt was concerned regarding the pump function.

Manufacturer narrative:
Results: used for the catheter.